Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient¿s area was not cleaned prior to starting pd therapy. The peritonitis was manifested by turbid effuent. On the same day as onset, the patient was hospitalized for the peritonitis. The patient started treatment with injection fortum (one gram, continuously) and reflin (one gram, night bag) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.